Manufacturer narrative:
A ge rep evaluated the system and replaced the lift column assembly. System operates as intended.

Event description:
The customer reported a grinding noise as the lift column moves up and down. No pt injury was reported.